Event description:
Reporter indicated a vns pt had died as a result of acute phenobarbital poisoning. Information from the reporter was later received indicating the death was classified as a suicide. The explanted vns generator and lead were returned for analysis. No anomalies were identified with the generator and the generator performed per specifications. Analysis of the lead portion returned did not identify any anomalies, however; the complete lead was not returned. Attempts are in progress to the attending physician for more information.